Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that during several intraocular lens (iol) implant procedures there were instances where the cartridge has split upon iol injection. Additional information was provided that there was no patient harm and procedures were completed.